Event description:
The customer reported that the device had a red x and a chirp.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was verified. The technician also noted that the device failed operational check for every test. The technician localized the issue to corrupt software. The processor pca was replaced and the software was reloaded to resolve the issue.